Event description:
Reportedly, valve explanted after a couple of years implant duration due to mitral regurgitation. At explant of valve. Saw one leaflet looked thicker. Another pericardial valve implanted in pt without issues. No further info available.

Manufacturer narrative:
Device not returned.